Event description:
It was reported that after surgery it was discovered that the "cord was cut" on the foot control device. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device.  A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be due to mishandling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.